Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the surgeon experienced some issues when attempting to cut. The customer called again and stated they were unable to change or adjust the cut feature at the surgeon side console (ssc). The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis team. The reported failure (issues when cutting) could not be reproduced on the generator connected to the system. The iesu energized and cauterized and all ports recognized instruments on system. U-04 error was potential the root cause for this issue.